Event description:
It was reported that during a da vinci-assisted thoracic pulmonary lobectomy surgical procedure, the customer called in to report that universal surgical manipulator (usm) 2 patient clearance button was not working in both directions. The procedure was mid case. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive the usm for failure analysis; however, the evaluation is not yet complete. A supplemental report will be submitted when the investigation is completed and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm) was returned for failure analysis with the reported problem and was confirmed as having occurred in the field. The usm was tested on an in-house system and the report problem could be replicated. The usm's insertion buttons failed, pointing to a component issue with the circuit board. As a fix, the insertion switch assembly will be replaced.